Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. Additional information was added to d9, h3, h6 and h11. H11: two (2) samples were received for evaluation. A visual inspection with the naked eye noted the pvc film was separated from the clear acrylic molded at one of the bottom corners of the cassette; also a crack was observed in the cassette. The other unit had four pin holes in the cassette. The reported condition was verified. The cause of the conditions was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from an unspecified location. This occurred during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.